Manufacturer narrative:
The investigation into patient's access site bleeding has been completed. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to lack of vessel recoil. Instructions for use for this event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 78-year-old female was implanted with an impella cp device for mechanical circulatory support. The impella was placed as a bailout peri-arrest. The patient was also cannulated for ECMO.the patient developed access site bleeding around the sheath. To resolve the bleeding, the impella cp was explanted.